Event description:
According the reporter, during a robotic laparoscopic nephrectomy procedure, the bag of the device partially detached from the ring. Hospital went through a total of 3 devices bags to remove the kidney. Because the first two broke, case took about 40 minutes extra. There was no patient injury.